Manufacturer narrative:
The subsidiary stated that the saw had no power, like burning the internal fuses.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw unit not working. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss of no adverse consequences to the patient. Per the clinical review on (B)(6) 2013: the issues with the saw (no power) was found during set-up for th procedure when the saw is tested by the clinical team. There was no power and the saw was not able to be used. A back-up saw was available and was used for the sternotomy. There was no delay and the case was completed successfully, with no harm observed.